Manufacturer narrative:
Concomitant products: 6947m55 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. It was further reported that the right atrial (ra) lead exhibited high thresholds and potential undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.